Manufacturer narrative:
Device received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limit alarm due to missing spring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen went blank, then white residue came out of it. Customer stated that they received battery out limit alarm. Customer reported they were unable to clear the alarm. Customer had received multiple battery out limit alarms when batteries were out of the insulin pump for less than one minute. Customer instructed to insert a new battery and battery cap was securely fastened. Customer stated the insulin pump did alarm battery out limit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.